Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6-may-2026, it was reported by a sales representative via (B)(4) that an ar-9831 rf wand's insulation began to peel off inside the joint space. Pieces were able to be removed, and case completed with no patient effect.